Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment. The planned treatment was completed by using another system. The philips field service engineer (fse) examined the system onsite and confirmed that system does not boot up. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and found fault to hard disk for sbc/system software. The fse replaced disc and restored ghost back up and system started ok but on startup fdc board failing post. To resolve the issue, fse replaced the single board computer, software disk and fdc board, reloaded system software and downloaded all relevant board software and carried out configuration. The defective parts were returned for analysis, for single board computer, malfunction was observed, root cause found to be communication failure. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, it was stuck at 00:00. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.